Event description:
It was reported that during a laparoscopic sigmoidectomy, a nurse found that the tissue pad was lacking when s/he cleaned the blade. The device was used on intestinal membrane. When the device was activated, tip of the jaw was blind. No error code and abnormal sound was not confirmed. The tip of tissue pad, 1-2mm was found to be missing after the beginning of 2-3 hours. The doctor commented that the device was activated without tissue. Besides, the tissue pad peeled awa - piece was discarded. Another device was used to complete the case. There were no adverse consequences to the patient. One device will be returning.

Manufacturer narrative:
(B)(4). Additional information the device was returned with the tissue pad melted and partially detached. The device was connected to a test handpiece and generator and the device did activate during functional testing. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between the blade and tissue pad; and activating the blade without tissue between the blade and tissue pad to avoid damage to the tissue pad. Both conditions can result in probable damage to the instrument.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.